Event description:
It was reported that during implant attempt, when the lead was to be sutured, the anchoring sleeve was not on the distal side of the lead. An x-ray showed that the sleeve was still on the lead where the lead passed through the right atrium. In order to get the sleeve back into position, the entire lead was explanted, and in doing so, the sleeve was lost in the body where the cephalic vein goes into the subclavia. The physician tried to extract the sleeve with a gripper, but on this attempt, the sleeve floated into the pulmonary artery. The retrieval was postponed until the next day, when the sleeve was successfully extracted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.